Event description:
It was reported that during a cryoablation procedure, air could not be aspirated sufficiently due to an issue with the sheath's valve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were received and reviewed, showing at least 5 injections were performed without any issue on the date of the event. The sheath was not returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.